Manufacturer narrative:
The insulin pump was received with an intermittent blank display due to the liquid crystal display frame shorting out. No unexpected noise was noted.

Event description:
The customer reported that insulin pump making a low humming noise, followed by a blank display. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.